Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous vessel of below the knee. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During the second inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.